Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that the battery cap was chipping and they could not replace the battery because the cap would not come off. The customer was having high blood glucose levels. The customer's blood glucose level was 456 mg/dl. The customer treated with a manual injection. Customer was vomiting due to high readings and stated they might take themselves to the hospital. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump was received with a stripped battery cap coin slot, minor scratches on the display window and cracked battery tube threads.